Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported receiving an air detected in cassette message on the cycler. The patient stated the solution bags on the side are empty and the heater bag has very little solution left in it. The patient does see air in the supply bag lines. The patient noted solution on the floor but did not see any on the cycler. Patient felt solution on one of the supply bag lines. The patient's effluent was clear. There was no diagnosed peritonitis. The leak came from a bag which was not secured correctly by the patient. The patient has been completing treatments successfully since the reported event. No products will be returned. The patient was treated prophylactically with an antibiotic (keflex).